Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had ten and a half years battery remaining however, after running some tests, the device showed eight and a half years remaining. Last two months ago, the device battery was still at eleven and a half years remaining. Boston scientific technical services (ts) discussed possible reason for the change in battery longevity. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had ten and a half years battery remaining however, after running some tests, the device showed eight and a half years remaining. Last two months ago, the device battery was still at eleven and a half years remaining. Boston scientific technical services (ts) discussed possible reason for the change in battery longevity. To date, this device remains in service. No adverse patient effects were reported.